Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012751367 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. On the spiral array, electrode 2 was observed to be displaced and the array was inverted. The printed circuit board assembly (pcba) was reprogrammed and the catheter passed performance testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counterclockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity testing revealed open loop on electrode 2. The hipot test revealed no anomalies. During further inspection, electrode 2 detachment and enta ngled wires in the shaft were observed. The reported array inversion was confirmed during analysis. The catheter failed the returned product inspection due to an inverted spiral array, a displaced and detached electrode, electrode wire to electrode detachment, and entangled electrode wires in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the catheter pscc100 pulseselect, an alleged product issue occurred involving catheter array inversion. The catheter was placed in the right inferior pulmonary vein (ripv) and, upon removal, was found to be inverted. The customer withdrew the catheter into the sheath and removed it from the patient. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.